Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose results were 8.4 mmol versus 11.1 mmol meter to lab. Tests were done within 10 minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.